Manufacturer narrative:
Device received intermittent button response due to flattened up button dome switch. No button error alarm. Low reservoir alarm function properly during test. Inspected component connector on lcd and no unlock keypad connector. Device received with minor scratched display window. Device received with cracked reservoir tube lip.(B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed multiple button error alarms prior to bolus delivery. Customer's blood glucose was 108 mg/dl. Customer reported the insulin pump would alarm low reservoir alarm but would not alarm when the reservoir is empty. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.